Event description:
It was reported to boston scientific corp in late 2008 that a one step button peg kit pull method was used in a percutaneous endoscopic gastrostomy (peg) procedure the same day. According to the complainant, the tube of the peg kit was torn off near the heat shrink when it was pulled up from the stomach. The detached part of the device fell into the stomach. It was removed using a scope, without problem. The procedure was completed with another one step button peg kit. The pt's condition was reported to be "good."

Manufacturer narrative:
The device has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.